Event description:
As reported by the (B)(4) study, a patient experienced elevated troponin level post index procedure, angina and later experienced acute coronary syndrome and underwent revascularization. Cec adjudication notes were received and the committee agreed that the patient suffered a peri procedural myocardial infarction (mi) during the index procedure. Approximately 17 days prior to the study procedure, the patient experienced acute coronary syndrome and 99% plaque in the mid rca in the area of two non-cordis bare metal stents. This was treated with a 3.5 x33mm cypher stent. At the time of the study procedure, which was a staged procedure, angiography revealed 80% stenosis in the ostial ramus. The lesion was described as 25mm in length, ostial, class c, de novo with 90% stenosis. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 40atm and a 3.0 x 33mm cypher rx stent was implanted at 25atm. The stent was post-dilated with a 3.0 x 20mm lesion at 20atm. There was no residual stenosis. Troponin I peaked at 0.74 (uln 0.05) 16 to 24 hours post procedure, but no cardiac events occurred post-procedure. There were no procedural complications reported and the patient was discharged the day after the procedure. The adjudication committee reviewed the information and agreed that the patient suffered a peri procedural mi. Approximately six months after the after the index procedure, the patient experienced angina, but EKG and troponins were normal and the patient was treated with nitroglycerin. The event resolved and the patient was discharged the following day. According to the investigator, the event was possibly related to the cypher stent.

Manufacturer narrative:
Approximately two months later, the patient presented with acute coronary syndrome. EKG and troponin levels were negative. The patient underwent revascularization to the mid left anterior descending (lad) just prior to the origin of the diagonal branch due to 90% stenosis and mid rca due to 75% stenosis into the proximal edge of the previous stents. The lad stenosis was not within 5mm of the ramus stent, but the mid rca stenosis was within 5mm of the 3.5 x 33mm cypher stent. The stenoses were treated with promus stents. Concomitant medications taken at the time of the restenosis included aspirin 325mg daily, carvedilol 6.25mg twice daily, rosuvastatin 10mg daily, prasugrel 10mg daily, and tamsulosin 0.4mg daily. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00037 and 3003742446-2012-00250.

Manufacturer narrative:
As reported by the (B)(4) study, a patient experienced a peri-procedure mi, angina and later experienced acute coronary syndrome with restenosis and underwent revascularization. This is a (B)(6) male with medical history including angina, previous pci ((B)(6) 2010), hyperlipidemia, hypertension, history of cva/stroke (1985), benign prostate hypertrophy, gastroesophageal reflux disease, nephrolithiasis, osteoarthritis, penicillin allergy, morphine allergy, phenergan allergy. Approximately (B)(6) days prior to the study procedure, the patient experienced acute coronary syndrome and 99% plaque in the mid rca in the area of two non-cordis bare metal stents. This was treated with a 3.5 x 33 mm cypher stent. At the time of the study procedure, which was a staged procedure, angiography revealed 80% stenosis in the ostial ramus. The lesion was described as 25 mm in length, ostial, class c, de novo with 90% stenosis. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 40 atm and a 3.0 x 33 mm cypher rx stent was implanted at 25 atm. The stent was post-dilated with a 3.0 x 20 mm lesion at 20 atm. There was no residual stenosis. Troponin I peaked at 0.74 (uln 0.05) 16 to 24 hours post procedure, but no cardiac events occurred post-procedure. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. There were no procedural complications reported and the patient was discharged the day after the procedure. Approximately (B)(6) months after the after the index procedure, the patient experienced angina, but EKG and troponins were normal and the patient was treated with nitroglycerin. The event resolved and the patient was discharged the following day. According to the investigator, the event was possibly related to the cypher stent. Approximately (B)(6) months later, the patient presented with acute coronary syndrome. EKG and troponin levels were negative. The patient underwent revascularization to the mid left anterior descending (lad) just prior to the origin of the diagonal branch due to 90% stenosis and proximal rca due to 75% stenosis into the proximal edge of the previous stents. The lad stenosis was not within 5 mm of the ramus stent, but the proximal rca stenosis was within 5 mm of the 3.5 x 33 mm cypher stent. The stenoses were treated with promus stents. The cordis stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Angina and acute coronary syndrome are known potential adverse events associated with coronary stent implantation procedures and are listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00037 and 3003742446-2012-00250.